Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, the surgeon started to fire the handle to cystic duct. He squeezed the handle 4 times ,however the knife could not advance and the staples fell into cavity. Replaced by new reload and connected to the same handle ,then he re-stapled over the original staple line successfully. It was reported tissue seemed to be thick and staples did not seem to reach at the anvil with a picture. No injury reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.